Manufacturer narrative:
(B)(4). Follow-up report for correction and device evaluation. This report is supplemental to previously submitted 3003152976-2026-00050, the failure was determined to not be a reportable event after the MDR was submitted. One sample and multiple photos were provided to our quality team for investigation. Upon visual inspection, embedded material was observed on the injector safety sleeve, verifying the reported concern. A review of the device history for lot 2507002 was conducted and identified a work order that may be related to this observation. During this work order, a screw cleaning activity was performed, and it is possible that a small amount of residual material was not fully cleared. Three retained samples from the same lot were also evaluated. Visual inspection of these samples showed no contamination or embedded material. To prevent recurrence, we are implementing a defined injector screw cleaning plan designed to eliminate any residual or contaminating material following maintenance or cleaning activities and to ensure all degraded material is fully removed before normal production resumes. Manufacturing personnel have been notified of this event to increase awareness. Complaints related to this device and the reported condition will continue to be tracked and trended, with our quality team regularly reviewing the data to identify any emerging trends.

Event description:
No additional information.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd injector luer lock n35j had foreign matter. The following information was provided by the initial reporter: it was reported that when the injector is opened and the syringe is attached, black spots are observed on the blue part of the injector, discontinued to use and reported to bd. Product before use after opening.